Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On (B)(6) 2022, it was reported by a distributor via sems that an ar-8925ss syndesmosis tightrope button was loose and pulled out during tensioning and the sutures broke. Surgeon used a screw for the syndesmosis to complete the case. This was discovered during an ankle fracture and syndesmosis procedure on (B)(6) 2022.